Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited oversensing and noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.